Event description:
It was reported that a user experienced hyperglycemia, with inconsistent sensor readings versus fingerstick values and an initially incomplete infusion set and cartridge change. The highest reported blood glucose was 293 mg/dl, levels were above 180 mg/dl for about 3 hours, and a device alert for high glucose persisted over 90 minutes. Investigation of this case revealed that the supply change had not been completed correctly initially, after which proper priming and resumption of delivery were achieved, and glucose trended down to 145 mg/dl. No clinical symptoms reported during the event. Outcomes included no need for medical intervention. It was concluded that hyperglycemia occurred with cause unclear, with user technique during the supply change contributing to insulin delivery interruption. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.